Manufacturer narrative:
Revision occurred after 43 weeks due to dislocation of components. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 43 weeks after the primary fx surgery, which occurred on (B)(6) 2024. The primary fx case was a revision of competitor. No fall or other trauma reported. Revision occurred due to the glenosphere coming loose from the baseplate, unscrewing is specifically mentioned as the mechanism of loosening. A 36 mm eccentric glenosphere and a 36 mm + 3 standard humeral cup were explanted. These items were replaced with a 40 mm eccentric glenosphere and a 40 mm + 6 humeral stability cup.